Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer stated that they experienced high blood glucose level. The customer had symptom such as thirst; breath and dry mouth and was treated with injection. Customer's blood glucose value was 400 mg/dl at time of incident. Customer's blood glucose value was 187 mg/dl at the time of call. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was alleging possible pump under delivery. The drive support cap appears normal. It was reported that they already changed required materials but the issue persisted. The insulin pump will be returned for analysis.